Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, during the activation of the energy, a spark came out and at the end of the procedure, it was noticed that the fenestrated bipolar forceps (fbf) jaw had melted one of the ends. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected by the team of instruments and surgeons present at the time. There was no damage or anything out of the ordinary. The arcing occurred during power activation. The nurse believed the arcing was grounded in the patient¿s anatomy. A presacral tumor resection was the task performed. Bipolar energy was activated when the arcing event occurred. The instrument was connected properly to its bipolar cable according to the manufacturer's recommendations. A valleylab generator was used. The settings were at 40. The instrument was in use about 1 hour into the procedure prior to the event. A cadiere forceps instrument and permanent cautery hook (pch) instrument were also in use when the arcing event occurred. According to the surgeon, there was no collusion between forceps. When the arcing event occurred, the instrument tip(s) was in contact with tissue. The tips did not come into direct contact with a staple, clip, and/or suture during energization. The jaws had no contact with liquids. The surgeon did not know what caused the arcing event. There were no injuries to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument has been removed from the sector.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The instrument passed the electrical continuity test.